Event description:
Consumer stated on (B)(6) 2022 that product caused a rash. Consumer returned customer information request (cir) on (B)(6) 2022. Consumer informed that she used the product to cover a wound on chest area. Consumer stated that the issue was with the tape area. Treatment of antibiotics and topical cream were prescribed by her doctor. In addition, consumer confirmed that the symptoms corrected after she stopped using the product. However, she noted that she still has a rash.

Manufacturer narrative:
As o (B)(6) 2022 returned product was submitted to the lab with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b.6 of this report for further details.